Event description:
The customer reported the mx40 telemetry device had no sound. No adverse pt impact was reported.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is completed.